Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was leaking oil during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Event description:
The user facility reported that the device was leaking oil during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.